Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The customer from spain reported dispensing problems. The equipment also presented problems with the priming of buffer and the di water due to an air ingress. The field service engineer replaced the aspiration and dispense check valve, 2-way pinch valve, inlet only and 3-way pinch valve z-head which resolved this malfunction. Slides were affected but repeated. The customer has another autostainer to complete testing. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.